Manufacturer narrative:
Results: bd received a photo of actual device, and 30 representative samples from customer from same lot# 6067839. Photo inspection of actual device shows a non sleeve recovery. All 30 representative samples were evaluated for sleeve function (leakage/sleeve recovery). One sample showed a defect of slower than usual sleeve recovery, not more than 10 seconds. A review of the device history record for lot# 6067839 was completed, all inspections were in compliance with requirements and no issues were identified. Conclusion: unconfirmed complaint. A definite root cause for customers indicated failure mode of a sleeve retraction defect was not identified, as bd was unable to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that while using a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, after removing initial tube for sample extraction, the retractable sleeve is still up, causing blood to spill. No serious injury, blood to mucous membrane exposure or medical intervention was reported.